Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative suspected that the fuses for the incoming power line were malfunctioning. Replacement fuses were shipped to the representative and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative, radiologic technologist (rt), reported that, while outside of a procedure, the viewing station of the imaging system would not power on when plugged into a working outlet. No additional information was provided. There was no patient present when this issue was identified.